Manufacturer narrative:
Unit received intermittent button response due to lcd unlock keypad connector. Unit received with minor scratched display window. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 495 mg/dl. The customer treated blood glucose by bloused with pump. The customer stated up key is unresponsive. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.